Event description:
Patient's mother reported the patient has been on the infusion device for 8 weeks. Mother stated since that time, the patient has experienced 2 episodes of ketoacidosis. Mother reported that now she and the diabetes specialist think the infusion device delivery is too low insulin. Mother stated that on (B)(6) 2013 the patient experienced elevated blood glucose level of 400 mg/dl and took correction via the infusion device but no success. Mother reported the patient went to the hospital and was given correction via the pen. Patient did not receive stationary treatment. Mother stated on (B)(6) 2013 patient experienced an elevated blood glucose level; took correction via pen and the infusion device. Patient's target blood glucose level was not provided. No further information is available. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the products meet the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. All programmed boluses were delivered. Consumables: the battery cover passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.